Manufacturer narrative:
The device was returned to the factory for evaluation. Evidence of clinical use was observed. A visual inspection was conducted. The middle pin of the 3 pin pigtail connection end was slightly bent, no other non conformance was observed. The device was evaluated for connector function with reference hemopro per instructions for use (IFU).the cable connected with some observed difficulty. The connection had to be manipulated to ensure complete connectivity. A pre-cautery test as was performed per the instruction for use (IFU) with the same reference hemopro, and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced steam and heat during 5-second activations and shut off when the toggle was released. The cable was evaluated for electrical continuity using a calibrated multimeter. Continuity was measured across all pins. Based on the returned condition of the device and the results of the investigation, the complaint is confirmed for "fitting problem." The most probable cause of the confirmed failure is wear and tear from continuous use. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery was removed from the patient and set on the patient's sterile drape. The harvester noticed that the hemopro cautery device was still heating up without manual activation. The harvester changed the cable out and hemopro device to complete the procedure. The hospital did not report any patient effects. The product is returning. Reference complaint (B)(4) new complaint opened to capture the hp cord due to the analyzed failures on both devices.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery was removed from the patient and set on the patient's sterile drape. The harvester noticed that the hemopro cautery device was still heating up without manual activation. The harvester changed the cable out and hempro device to complete the procedure. The hospital did not report any patient effects. The product is returning. Reference (B)(4) new complaint opened to capture the hp cord due to the analyzed failures on both devices.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery was removed from the patient and set on the patient¿s sterile drape. The harvester noticed that the hemopro cautery device was still heating up without manual activation. The harvester changed the cable out and hempro device to complete the procedure. The hospital did not report any patient effects. The product is returning. Reference complaint (B)(4). New complaint opened to capture the hp cord due to the analyzed failures on both devices.